Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s relative reported via phone call that the customer had been having low blood glucose down to 50 mg/dl. It was only happening while the customer was sleeping. They would treat with food. No further information was provided. The device will not be returned for analysis.